Manufacturer narrative:
Concomitant products: d224trk ICD implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead displayed high impedance. The lead was unipolar and the high impedance was thought to be due to a fractured rv coil. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.